Manufacturer narrative:
PMA/510(k) # (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After undergoing jugular puncture angiography, the doctor selected barty¿s 6f-70 long sheath to enter the hepatic portal vein, and then selected cook vascular stent ziv6-125-8-8.0, which entered the barty¿s 6f-70 long sheath to enter the gore¿s stent, rinsed the stent according to normal steps before releasing it, opened the safety lock, and withdrew and released the delivery system, all under fluoroscopy.during the withdrawal of the delivery handle, the doctor repeatedly gave poor feedback that the withdrawn process was not smooth, and the stent could not be released normally. Because the patient was older and had a low degree of coordination with hepatic encephalopathy, the doctor finally decided to withdraw the patient together with the sheath and take embolization intervention to deal with flow restriction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k)#: p050017/s002 and s003 device evaluation the ziv6-125-8-8.0 device of lot number (B)(6) involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical and a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 31 july 2024. On evaluation of the device the following was noted: visual inspection ¿ stent returned deployed separately. ¿ stent inspected; no defects noted. ¿ red safety tab not returned. ¿ handle in deployed position. ¿ no other defects or damage noted. Functional inspection ¿ device flushes with no issue. ¿ 0.035inch wireguide able to pass through device with no issue. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label there is evidence to suggest that the customer did not follow the instructions for use. As per the instructions for use (ifu0041), the indications for use outlined in the IFU is as follows: " the product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis ¿ total occlusions that have been recanalized" from the information available, it is known that the device was used in the hepatic portal vein. This is not the intended area of use as specified in the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause of off label use was identified from the available information. From the information obtained, it is known that the target location for the device was the hepatic portal vein. This is not the intended area of use for this device. Use of the device in an off-label location is likely the primary root cause for the issue reported where the user experienced difficulty deploying the stent. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on and/or rep testimony corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary according to the initial reporter, the doctor repeatedly gave poor feedback that the deployment process was not smooth, and the stent could not be released normally. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse events due to this occurrence. Investigation findings conclude a definitive root cause of off label use was established. From the information obtained, it is known that the target location for the device was the hepatic portal vein. This is not the intended area of use for this device. As previously noted, IFU states that " the product is intended for use in the iliac arteries ". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-sep-2024.